Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, while placing the oral anvil, a piece of suture from was left in the eso phagus. It was reported that an upper endoscopy under visualization was performed and retrieved the suture endoscopically. A biopsy forcep was used to retrieve the suture without issue. There was no patient injury.